Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. Device history record review revealed nothing relevant to this event. At this time, it cannot be determined how the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a reversed shoulder prosthesis the tip of screw driver is broken into the baseplate. Follow-up investigation: the broken fragment is secured into the baseplate. No unplanned incision were necessary due to this incident. The screwdriver broke at the very end, at the last twist, when the baseplate was already in place. Therefore it was no problem to fix the glenosphere onto the baseplate. However, when a revision surgery would be necessary in the future, it will be impossible to unscrew the baseplate since the tip of the screwdriver is still in there. It was not necessary to use another device since the screw was already in place.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that the driver tip was twisted and the tip broke off. The device met material specification during testing. The most likely cause for this type of event is by excessive force being applied on the device during use and/or torqueing when the screw is already seated. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a reversed shoulder prostesis the tip of screw driver is broken into the baseplate. Follow-up investigation: the broken fragment is secured into the baseplate. No unplanned incision were neccessary due to this incident. The screwdriver broke at the very end, at the last twist, when the baseplate was already in place. Therefore it was no problem to fix the glenosphere onto the baseplate. However, when a revision surgery would be necessary in the future, it will be impossible to unscrew the baseplate since the tip of the screwdriver is still in there. It was not neccessary to use another device since the screw was already in place.